Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the system error 322 caused by loose upper latch switch bracket screws. The upper and lower auxiliary assemblies were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a device is alarming system error 322. It was also reported there was no patient injury.